Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a no delivery alarm but was resolved by doing a complete set change. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 357 mg/dl at the time of call. The customer stated that her blood glucose reached above 600 mg/dl. The customer stated that she treated her high blood glucose with manual injections. The customer stated that the high blood glucose started when she was not getting insulin. The insulin pump will not be returned for analysis.